Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports mlx was smoking. He found that the lens inside the mlx had popped out of its stand. They were using a storz cable with a luxtec headlight and headband. No harm done. On 11/17/17 further information unavailable.

Manufacturer narrative:
On 12/11/2017 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - device was returned in used condition. The front panel and top cover were both damaged, broken. A review of the device history record found no discrepancies at time of manufacture. The unit had heat damage to the turret indicating the unit was smoking. Functional testing found the unit would not power up. The cause of the smoking was reported as the mirror had come out of holder. Given the extent of damage to the unit, the dislocated mirror would cause the light to be misdirected and cause the unit to smoke. Connector to power supply was not completely plugged in. No power to unit. Left panel, bezel and top trim are cracked and damaged. Ferrite needs to be remounted to line filter. The complaint can be confirmed. Device history evaluation - device history record reviewed, no abnormalities related to the reported failure. Conclusion: the cause of the smoking was reported as the mirror had come out of holder. The dislocated mirror would cause the light to be misdirected and cause the unit to smoke.